Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed and no fault was found. The root cause has to be determined since the complaint was not confirmed. D5 operator of device is patient/consumer. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer was having with the device's occlusion alarm set not staying on after 24 hours. No patient injury was reported.